Event description:
It was reported that the device was used during a laparoscopic right colectomy. The device was losing pneumo around the seal cap, more than normal. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. 8 4mm blood sets, all lot # 07l25v793, were reported to have grease in their drip chambers. This medwatch is for set 5 of 8.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.